Event description:
It was reported that the patient began to experience lack of pain relief. A catheter access port procedure was performed and determined that there was a catheter occlusion. The pump was stopped and the patient was supplemented with oral medication until the issue is resolved.

Manufacturer narrative:
(B)(4)

Event description:
During the revision surgery, it was determined that the catheter tip had dislodged from the intrathecal space, which was suspected to be due to the anchoring technique used and the patient's very active lifestyle. The pump therapy has since continued and no other issues have been observed.

Manufacturer narrative:
(B)(4).